Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly. The insulin pump received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 243mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.